Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. It was observed that the gripper line was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the observed broken gripper line. The observed gripper line appears to be due to the user manipulation/technique during the procedure based on the scanning electron microscopy (sem) analysis results which indicated the break was due to tensile shear; however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When attempting to grasp the leaflets, the gripper arms did not raise. The clip was not implanted and the cds was removed. Once outside the anatomy, the clip was opened, but the grippers still did not raise. A new cds was used to complete the procedure. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.